Manufacturer narrative:
Based on the information provided on (B)(6) 2017 that alleged the patient experienced bleeding requiring stitches, as of (B)(6) 2017, day 30 from the kci aware date, kci had insufficient information to determine that the event was related to activ.a.c.¿ therapy. Based on kci follow up performed on 28-sep-2018, the nurse reviewed the hospital records and could not locate any documentation that the patient either went to the emergency room or experienced any bleeding event. The nurse also noted that the patient did not experience any bleeding events while on activ.a.c.¿ therapy. There was no indication or evidence medical or surgical intervention was required. Based on this information, kci has determined this event is not reportable based on the information received on 28-sep-2018. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis· patients who have been administered, anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Injury.

Event description:
The following information was reported to kci by the patient's family member: the activ.a.c.¿ therapy was placed on (B)(6) 2017. On (B)(6) 2017, the patient experienced blockage issues with activ.a.c.¿ therapy and subsequently went to the emergency room. The family member stated the patient was on blood thinners and in order to control the bleeding, the patient received stitches. On (B)(6) 2018, the following information was reported to kci by the nurse: the nurse reviewed the hospital records and did not locate any documentation that the patient either went to the emergency room or experienced any bleeding event. The nurse also noted that the patient did not experience any bleeding events while on activ.a.c.¿ therapy. On 13-dec-2016, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 23-feb-2017, the device was tested per quality control procedure by kci service center, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.